Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device did not have enough power, the device was disassembled, the air motor was heavily worn out and therefore the handpiece could not provide the required power when the start button was released. It was also determined that the ball bearings were worn. It was further determined that the device failed pre-test for check reverse locking mechanism and check power with the test bench. Therefore, the reported condition was confirmed. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device looses power and when releasing the start button, the device locked and maintained the rotation of the drill when the button was not pressed. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in a surgical procedure and a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.